Manufacturer narrative:
The investigation was started, the results will be provided in a follow up report.

Event description:
It was reported that on (B)(6) 2019; 17:10 pm, during use on patient, the device suddenly stopped ventilating with white screen. The power supply board was abnormal, the pneumatic system failed to work. Exchange to the standby equipment immediately. No injury reported.

Manufacturer narrative:
For the investigation the description of the event was analysed, no further information was available. The described stop of ventilation corresponds with a malfunctioning pcb control. In case of a deviation within the electronic system a software-controlled restart of the whole electronic system is started. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the failure is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm. The device will show a special ¿wrong start¿ screen in that case. The customer has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. On site the pcb control was exchanged by a third party. No further problems were reported after this. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.